Manufacturer narrative:
(B)(6). A synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage, with struts lifted and bunched. The undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-jan-2020. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 2.75x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.